Event description:
It was reported the brakes were not functioning to specification. No adverse consequences are alleged.

Manufacturer narrative:
The customer has reported approximately ten units are experiencing brakes not operating to specification. The serial numbers for all potentially affected units is still being determined. F/u mdrs will be filed accordingly.